Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced severe hyperglycemia event on 07-jun-2018. The blood glucose level was greater than 600 mg/dl at the time of event with the presence of ketones. The symptoms observed was vomiting. No further information was available.